Event description:
Nurse reported a patient received treatment with acid dialysate only on a system 1000 hemodialysis device. It was reported that bicarbonate dialysate was hooked up but was not being aspirated and the device temperature was two degrees incorrect. The aspiration problem was noticed when it was determined that the bicarbonate dialysate solution level remained at the top of the jug. There were no device alarms reported. Nurse also stated this patient was dialyzed on the same device two days ago and four days ago and the same thing occurred. The device was not taken out of use after the first event because it was suspected that another nurse replaced the bicarbonate jug. The patient was reported as stable, no patient injury or medical intervention associated with any of the incidents.